Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and prime tests. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Alarms could not be verified due to erased history file. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was trying to changed the infusion set and received multiple error alarms during rewind. Motor error and motor position encoder error alarms found in the alarm history. Customer experienced high blood glucose of 600 mg/dl; treating with manual injections. Settings on the insulin pump were cleared. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.